Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 460 mg/dl due to needing settings adjustments. Customer's sister was required to intervene by assisting in changing out infusion set in order to address bg. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.